Manufacturer narrative:
The anchor was returned to saluda for analysis and passed retention force testing. The cause of the event as reported could not be definitively established. Lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in evoke scs system surgical guide. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing unintended occurrence and increases in stimulations. The patient turned off their scs system as a result. An x-ray was performed which revealed a lead migration. A revision procedure was performed to reposition and re-anchor the lead.